Event description:
It was reported that after that iab was inserted and in use for some time, blood was noted in the helium tubing, and the pump was alarming. The iab was removed and replaced without any complications.